Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test which was not reproduced. The downstream sensor was found out of specifications and was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received, however an evaluation is not yet completed; therefore, a full device analysis could not be provided. Upon completion of the evaluation, when additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test (unable to detect a downstream occlusion) during testing. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.